Event description:
During thrombectomy of a femoral-popliteal gore-tex graft, the balloon on the catheter failed to deflate. This necessitated the use of excessive force in an attempt to withdraw the catheter, causing the balloon to break. As a result, the incision was opened and dissection carried down to expose the graft in order to manually extract the thrombus.